Manufacturer narrative:
Manufacturer reference number: (B)(4). Leak in gastric sleeve postoperatively, required reoperation. Specific failure of the device unknown, originally used successfully. Patient later experienced gastric leak. No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; after use of the device in a gastric sleeve procedure the patient had a leak at the top of the sleeve post-operatively. It is not known how long after the procedure that the leak took place. The surgeon had to re-operate and the patient is now fine. No additional information was provided or made available by the account.